Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) including autopsy results. Additional patient medications included clonidine, cymbalta, lasix, levothyroxine, magnesium, melatonin, metolazone, potassium chloride, testosterone, vitamin d2, vitamin d3, and dilaudid. Patient history included no known allergies, allergic rhinitis (cause unknown), cellulitis abscess, depressive disorder, headache, irritable bowel syndrome, kidney disease, possible crohn's disease, obstructive sleep apnea, hypertension, osteopenia, testicular hypofunction, cervicalgia, chronic pain syndrome, intervertebral disc disorder with myelopathy in the lumbar region, lumbago, pain joint hand, pain joint upper arm, postlaminectomy syndrome in the cervical and lumbar regions, and scoliosis. The patient had surgical history of cervical fusion, discectomy, laminectomy, lumbar spine fusion, physical therapy treatment, and posterior spine fusion. The autopsy report revealed no evidence of acute myocardial infarction and minimal atherosclerosis with no evidence of thrombosis or obstructing lesions of the heart. The patient's lungs showed heavy consolidated lungs with evidence of aspiration pneumonia; no pulmonary emboli were present; small hemorrhagic infarct, left lower lobe of lung. Examination of the central nervous system revealed edematous brain consistent with brain death syndrome; negative for evidence of subarachnoid hemorrhage. The patient had history of polycystic kidney disease and autopsy results showed a single cyst on the right kidney; both kidneys grossly and microscopically otherwise unremarkable. Miscellaneous findings included a fractured left rib and hemorrhage in the anterior mediastinum presumed secondary to CPR; superficial gastric hemorrhage; indwelling pain control intrathecal pump; marked hepatic congestion and mild to moderate large droplet steatosis. The cause of death was determined to have been cardiac arrest, possibly secondary to airway compromise, as evidenced by the presence of aspiration pneumonia. When the patient had been admitted to the hospital, he was found to have been in severe lactic acidosis and had an elevated white count of 31,900. The patient was severely acidotic and had evidence of liver function abnormalities. Clinically the patient was thought to be brain dead and after discussions with the family he was made a dnr (do not resuscitate) 3 status and extubated. The patient expired at 3:30am on (B)(6) 2015.

Event description:
Additional information was received from a healthcare professional via jazz pharmaceuticals. It was reported that the patient's date of death was (B)(6) 2015, which conflicted with the original report of (B)(6) 2015. The most recent dose of prialt had been on (B)(6) 2015. At that time, the patient was alert and oriented with no side effects.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal prialt (concentration 25mcg/ml; dose 4.508mcg/day; lot unknown) via an implantable infusion pump. Indication for use was non-malignant pain. After prialt was put in the pump in (B)(6) 2015 the patient began to experience shortness of breath. The patient had disorientation, not knowing where he was, and could not remember what day it was. The patient's wife told the nurse about the side effects and the nurse stated that the prialt would not cause shortness of breath. The patient passed away on (B)(6) 2015. Cardiopulmonary resuscitation (CPR) was attempted but the patient had already died. The patient was taken by ambulance to the hospital. Respiratory failure was listed as the finding for the cause of death and the death was thought to be related to the device or therapy; specifically theprialt. An autopsy was performed and the wife had the records but the records were not provided. The wife stated that the patient was on "tons of non-pump medications" including clonidine, testosterone, and vitamin b. The patient was buried with the pump and therefore the pump would not be returned. Additional information was requested to the physician involved to confirm the cause of death and whether or not it was related to the infusion system, as well as the results of the autopsy. A supplemental report will be submitted if additional information is received.